Event description:
One touch verio test strips are bad. I got a box with two vials. One vial worked properly. The second vial would not wick the blood properly - the blood just balls up on the test strip. I have had this problem with a single strip occasionally so tried about 8-10 strips from the vial with no luck. The same vial failed on another one touch verio meter, also. I tried to report this on the manufacturer's customer service line ((B)(6)) but got the run-around. They wanted immaterial things like the model and serial number of the meter (I know the model but don't have the serial number available) and would not proceed until I provided that information. A supervisor told me the same thing. As an ex-emt with several years as a type 2 diabetic I know how the test strips should work and exactly where the problem is. I finally gave up and am letting you know they have a real problem with their customer service department. Meter only gives an error message because the blood does not wick properly on the test strip.

Event description:
Additional information received on 11/8/2024 for report mw5160348 to update manufacturer.